Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After deployment, a right-sided pericardial effusion was noted. The device was partially recaptured and redeployed before it was released and successfully implanted. The effusion was drained via pericardiocentesis, however the patient developed cardiac tamponade. Protamine was administered, but the tamponade persisted. At this time, the patient was transported to surgery for right atrium and right ventricle perforation repair. The effusion was noted to be venous in nature and did not originate from the laa. No further patient complications were reported. The patient is doing well and has been discharged.